Event description:
A report was received that patient had to recharge the scs system frequently. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that patient had to recharge the scs system frequently. The patient will undergo an explant procedure.